Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to infection and high blood glucose. The blood glucose reading was 586 mg/dl at the time of hospitalization. Customer stated that she needed assistance with the alarm clock because it was going off at all the time. Nothing further was reported.